Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #:(B)(4), ubd: 09-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell down some stairs and landed on the ins. The patient also noticed that the ins battery was flipping around inside them. As actions take to resolve the issue, the stimulation was turned off for a ¿holiday¿ and the amplitudes were lowered but the issue did not resolve. The patient turned the stimulation off for a ¿holiday¿ and then turned it back on slowly but felt a shooting pain. When the stimulation was turned off, the pain resolved. Diagnostics performed included impedance testing at the clinic which showed high impedances on all electrodes and the battery. The device was then explanted. Upon explantation, it was observed that the lead was twisted and looked like a ¿roped cord¿. After the battery was removed, all 4 electrodes were tested and no motor responses were seen. Both the lead and ins were replaced and appropriate motor responses were seen. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.